Manufacturer narrative:
The device was explanted, but was not returned. The manufacturing records were reviewed and no nonconformities were found.

Event description:
It was reported to nevro that a patient experienced wound healing issues. As a result, the device was explanted. There have been no further reports of complications.